Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The patient interface was not available for return; therefore, a failure analysis of the complaint device cannot be completed. Device history record, complaint trending, and risk documentation for this device could not be performed as the lot number was unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface(pi) during the laser firing. Procedure was completed successfully with the same pi. There was no patient injury or surgical intervention needed. This report is 2 of 2.